Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states he changed his cartridge and tubing and noticed when he changed his tubing there was insulin in the adapter where the luer lock is attached. He states the tubing was crooked where it attached to the adapter. Customer is attributing his high blood to the leak. No adverse event alleged. Device not available for return.